Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#:n238979015, implanted: (B)(6) 2011, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving drug, unknown ( at ) via an implantable pump for non-malignant pain. It was reported that there was a failed therapy, patient was not getting pain relief. No environmental/external/patient factors may have led  or contributed to the issue. No diagnostics were performed. The catheter and pump were explanted and the issue was resolved. The patient status was alive no injury.